Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice device during initial drain of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During the troubleshooting, it was discovered that the patient connected the patient line extension after priming. Proper procedures per the user manual were reviewed with the patient. The patient planned to restart therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by the patient connecting the patient line extension after the patient line had been primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.